Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked beyond the septum. The following information was provided by the initial reporter: once the needle is pulled out, the auto occlusive mechanism within the catheter breaks, causing blood to free flow from the patient through the catheter. 9 may 2025. Can you please provide an exact date of event? 05-04-2025. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No patient harm or negative outcome occurred.

Event description:
No additional information.

Manufacturer narrative:
The complaint of an issue with the needle retracting into the safety mechanism and leakage through the blood control valve was confirmed and the cause appeared to be manufacturing related. Twenty representative 18ga insyte autoguard bc were received in sealed unit packages from lot: 5028464. A functional test revealed that the needle for 2 of the 20 tested units failed to fully retract once the safety mechanism was activated. The notch on the needle stopped at the blood control valve, which held the valve open and allowed fluid to leak through the valve. The dimensions of the needle were within specification. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.